Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date. Customer's blood glucose was 200 mg/dl. Customer's current blood glucose was 202 mg/dl. The customer did experience any symptoms such as chest pain, nausea, difficulty breathing, dryness of mouth, neuropathy a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was not used during the time of event. The insulin pump will not be returned for analysis.